Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, a foreign material adhered to the back of the iol after the insertion. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This is a duplicate of manufacturer report number 1119421-2021-01266.  No additional reports will be filed on this report number.  Any additional information that is received will be reported on  manufacturer report number 1119421-2021-01266. The manufacturer internal reference number is: (B)(4).